Event description:
Customer reported cartridge alarm 20, which occurred with two consecutive cartridges, but did not cause any adverse impact to customer's blood glucose level. Customer's pump settings were outdated, and cts decided to replace pump and provide a model with updated software. Customer agreed to return the problematic pump to tandem within specified timeframe and understood instructions on setting up the replacement pump, which included programming settings and connecting the cgm. They also opted for mdi as backup therapy to ensure continuous insulin delivery.